Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Failure to communicate with the device was attributed to the low battery voltage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was revealed that the patient's implantable cardioverter defibrillator (ICD) failed to be interrogated. It was alleged that the ICD exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.